Manufacturer narrative:
The user facility submitted medwatch mw5101641 for this event. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the customer reported air in line alarm. A review of the event history log identified a cardizem-diltiazem (125 mg / 100 ml) was programmed and started with rate of 5ml/hr and volume to be infused (vtbi) of 100ml. The log then showed the infusion was interrupted and resumed due do a ¿downstream occlusion¿ alarm (occurred one minute after start of infusion) and due to ¿air in line¿ alarm (occurred 11 minutes later) and 0.8ml had been delivered at this point. The log showed that three minutes later, the set was unloaded and reloaded, and infusion resumed. The infusion was manually stopped twenty eight minutes later after delivering 3.2ml and then the set was unloaded. Thirteen minutes later, the pump was turned off then turned back on and the programmed was cleared one hour twenty four minutes later. The reported free flow during the infusion possibly due to mistake in intravenous (IV) line switching, was not evidenced through the event history log (ehl) review, and it was not duplicated during evaluation. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation and all preventive tests had passing results. The reported condition was not verified. The device was found to be operating within specification, no device correction is needed. Post market customer due diligence listed that during internal investigation, nurse exchanged IV lines without realizing that the wrong line was connected to the IV pump. During the investigation the diltiazem drip was found to be at free flow (not connected to the IV pump) and the normal saline drip was connected to the IV pump. Which is against "spectrum iq infusion system operator's manual", which is shipped with every spectrum infusion pump, section "2. Safety information" warning section that states : unloading an IV set do not allow uncontrolled gravity flow. Before unloading a primed IV set, make sure the roller clamp below the pump is in the closed position. To open the pump door, the IV set¿s slide clamp must first be closed (thus providing ¿set-based anti-free flow¿ protection). Do not open the slide clamp when the door is open or during and after IV set unloading. This can cause dangerous uncontrolled free flow to occur. During IV set changes, always close the set¿s roller clamp. When the set is in the pump and the door is closed, the slide clamp can safely be opened. If gravity flow is to be used, the pump door will be open or the set will be outside the pump. Verify gravity flow is maintained at the intended rate whenever the pump door is open and when the set is outside of the pump. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air in line alarm during therapy. It was reported that the patient had two active intravenous (IV) drips during the incident: 1,000 ml of 0.9% normal saline at 80 ml/hr and diltiazem 125 mg/100 ml of 0.9%ns at 5 ml/hr. The IV pump generated an (air-in-line) alarm for the diltiazem drip. In response to the alarm, the nurse exchanged IV lines without realizing that the wrong line was connected to the IV pump. It was reported that the patient passed away on the same day as the event. The cause of death was not reported. It was reported that an autopsy was pending. No additional information is available.